Manufacturer narrative:
On 10/18/2018, it was reported to mentor that the products affected were gel mentor memorygel breast implant 425cc, catalog number 3504254bc, lot number 7288995 on the left breast implant and gel mentor memorygel breast implant 450cc, catalog number 3504504b, lot number 7009447 on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: gel mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction procedure of unknown type with gel mentor breast implants of unknown type and experienced bilateral capsular contracture grade iii. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 10/22/2018, it was reported to mentor that the device history record (DHR) for the lot number 7009447 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).